Event description:
Pt's husband reports pt was trying to take ohtuvayre and the nebulizer broke. Unknown if dose was missed, unknown if there was an adverse event, unknown if defective device is available for return, unknown if md aware, no further information reported.